Manufacturer narrative:
(B)(4). Guide wire: balance middleweight. Guide catheter: 6f. It is indicated that the device is not returning for evaluation and the stent remains in the patient anatomy; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the mid circumflex artery, a balance middleweight guide wire was advanced via femoral access. Pre-dilatation was not performed. A 3.0x08 rx xience xpedition stent delivery system was advanced but became caught on the edge of a previously implanted unspecified stent in the proximal left anterior descending artery (lad). The stent system could not advance forward. An attempt was made to retract the stent system but resistance was felt; therefore, the physician deployed the stent in the lad. Post dilatation was performed using a non-abbott balloon. The target lesion in the circumflex artery was ultimately treated with another xience xpedition stent without issue. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.